Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm and pump error 4 was found in the formatted history file due to cold solder joint at u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer reported that the battery died on the insulin pump and insulin pump was off for 10 minutes. The customer¿s blood glucose level was 103 mg/dl. Customer performed self-test and they received hardware low level failure error. Customer also reported that they had motor arm communication error alarm. Customer passed second self test. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.